Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the unit is alarming or red light. The key failure is pilot valve is not shifting fully. Additional malfunction is the power switch is causing the unit to have no alarm.